Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hypoglycemia. The customer blood glucose level was 1.7 mmol/l at the time of incident. The customer was assisted with troubleshooting. The customer was treated with drink for low blood glucose. Customer stated that the insulin pump kept beeping that son was high when he likely was not so they treated with insulin pump. Customer stated that they did not received calibration not accepted. The insulin pump will not be returned for analysis.